Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer only interrogated implantable heart devices successfully intermittently. It was noted that it occurred with both pacemakers and defibrillators, and with varying models and that the radiofrequency programmer head had been replaced but the situation did not resolve. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer only interrogated intermittently and the radiofrequency transceiver was replaced to resolve. Analysis also found that the system fan was noisy and that the left keyboard hinge was broken, both were replaced.